Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Catheter breakage is addressed within the product instructions for use.

Event description:
It was reported that thrombectomy of right m1 8fr boston scientific mach1 (multipurpose 90cm cathether ¿ m001198260) was placed in the aortic arch during set up. A sofia plus catheter was advanced through the 8fr sheath to the target vessel - right m1. Due to the shape of the patient¿s aortic arch, the 8fr catheter became kinked. The physician noted that this kink could not be visualized at the time, he did not know it was there. After aspiration, the sofia was pulled back through the 8fr mach1. The sofia became caught in the kink of the 8fr catheter and stretched. The physician explained that he as he pulled the sofia out, the friction caused by the kink resulted in the tip of the sofia to detach from the catheter. Another sofia successfully aspirated thrombus in the m1. Several attempts we made to remove the catheter tip from the patient using an embotrap stentriever, however this was unsuccessful. The tip of sofia catheter remains in patient. Patient remains in hospital however unstable.

Manufacturer narrative:
The investigation of the returned sofia catheter found a damaged/collapsed section at 113 cm from the strain relief up to the distal tip, which is visually consistent with the "stretched" condition resulting from the kink in the 8fr catheter described in the reported event. However, the distal tip of the sofia catheter was found damaged, but not broken as stated in the reported event. No portion of the catheter was observed to be separated or missing. The shaft of the sofia catheter was also found kinked at 20 cm from the strain relief. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the kink is consistent with the device experiencing forces exceeding the catheter's yield strength.

Event description:
A supplemental report is being submitted to provide investigation results, see h11.